Event description:
During air transfer of a critical obstetrical patient to this facility, the nurse attempted to do fetal heart tones with a doppler. The doppler was not functioning properly as the nurse was unable to hear fetal heart tones--there was no audio. The nurse indicated that there was no harm to the patient (or fetus) as a result of this equipment failure. The doppler was pulled from service and brought to the biomed department. The biomed staff verified the stated problem and found that the volume was very low even at full volume. Biomed staff person tried to repair the doppler, but could not. The doppler was sent to the manufacturer for repair. Huntleigh noted there was no or soft audio and the doppler needed replacement of the volume control. They also replaced the cracked case lid. The doppler was returned to the hospital's air ambulance service in working order.